Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a trial procedure, the physician sheered the tip off of the lead. The case was aborted and the patient was reportedly doing well. No device malfunction was suspected. It was noted that the patient had been referred for another trial and to have the contact removed.